Event description:
It is reported that the device was implanted in 2009 and revised at about one month later, due to the trochanter fracturing about 9 days post initial procedure.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The fracture of the trochanter most likely occurred due to the patient stumbling down the stairs. Based on the available information a definitive root cause can not be ascertained at this time. Evaluation codes: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.